Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm morphology from the time of implant is unknown. The aortic neck was 21mm in diameter and 45mm long. The left common iliac was 16/15/14mm in diameter and the right was 13/14/12mm. It was reported that proximal and distal type I endoleaks were observed and treated. The endoleaks did not show up on angio but were seen on CT. There was disease progression with a possible migration. The proximal aortic neck was 23mm in diameter and 40mm long. The infrarenal neck angle was 45 degrees. The physician treated the endoleaks with an endurant 282849 aortic cuff which was placed in the proximal aortic neck, an endurant 161682 in the distal right common iliac artery and an endurant 162082 in the distal left common iliac artery. The endoleaks were resolved and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Disease progression. Conclusion: disease progression.